Event description:
A 10mm diameter x 60mm length medtronic flexible billary stent was inserted into a portal vein with a sharp elbow bend in 2000. It was reported that the stent was inserted and inflated at 8 atm of pressure. After inflation of the balloon, it was stated by the physician that the stent broke and migrated. The decision was made to place a 10mm diameter x 40mm length medtronic flexible biliary stent inside the previously deployed stent. Despite repeated attempts to obtain more info regarding this event, add'l info is pending. It is unknown if the lesion was previously dilated and if the stent was dilated post implantation and with what size balloon. The pt was reported to be fine post procedure and there was no add'l adverse clinical sequelae reported related to this event. A review of the device history record revealed no unusual observations and no corrective action is warranted at this time. Medtronic/ave's research and development division has evaluated and reviewed the radiographic film that was provided by the institution and have concluded that because of poor film resolution, no absolute conclusions can be made regarding this case. There is no conclusive evidence from the film that the stent broke and migrated. Furthermore, there is no mention by the institution about the wallstent that was also implanted. The wallstents potential impact is unknown on the final position and integrity of the bridge stents. Any add'l conclusions about this case cannot be made without add'l info and/or better resolution films.